Manufacturer narrative:
Batch review performed on 30-sep-2024: lot 1908611: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 30-sep-2024: gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot 1908305: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs director: 4.5 years after revision tka, due to infection, the tibial tray gets loose and the patient is symptomatic. A revision system is implanted because the bone condition, which has worsened (possibly following the secondary infection) is deemed to be insufficient for a stemless system to be implanted , and a higher degree of constraint is wished by the surgeon. The resurfacing patella is found loose too, reinforcing the idea that the bone in the knee may have weakened after the infection onset. No defect of the implants was reported.

Event description:
On the (B)(6) 2020, the patient underwent a primary surgery, with gmk-sphere components and patella resurfacing implantation. On the (B)(6) 2021, the patient came reporting pain and infection was detected. The surgeon revised successfully the tibial insert. Presently, on the (B)(6) 2024, the patient came reporting pain and loosening of the tibial tray was detected. During the revision surgery also patella implant loosening was noticed. The surgeon revised successfully all the gmk-sphere components and implanted gmk-revision system with a new patella implant.